Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy the jaw disconnected inside patient halfway through case. Jaw was retrieved from patient. Management and delay in procedure unknown. Adverse patient consequences unknown.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.